Event description:
Diagnosed in (B)(6) 2018; my wife ((B)(6)) used a phillips remstar auto CPAP machine for many years, in 2018 she started coughing uncontrollably. After a doctor visit and x-ray, a mass was found in her lung. A biopsy was done and found that my wife had cancer in the lung (synovial sarcoma) this was described as a very rare cancer that normally was found in younger people and usually was found in the arm or legs of those affected. She never smoked a day in her life. The cancer was inoperable because of the location in her lung, the doctors told us there was no cure for this (synovial sarcoma) . We went to the cancer treatment center in (B)(6). And all they could do was fight the cancer to slow it down and give her as many days of life as possible. She received chemotherapy through 2019 and 2020 until her liver could take no more. All chemotherapy had to stop because of a high liver count. After a stent was placed in her liver (twice) her liver count was still to high for treatment, they tried a biliary catheter placement (three times) but could never get her liver counts low enough for future treatments, she then passed away from liver failure (B)(6) 2020 today I noticed that (philips has recalled various CPAP, bipap, and ventilator devices over health problems associated with the machines' sound abatement foam). Patients have complained of symptoms including lung irritation, headaches, asthma, coughing, pulmonary fibrosis, kidney problems, liver problems, and cancer. This could be what caused my wife to die. Test results at your request. FDA safety report ID# (B)(4).